Event description:
It was reported that foreign matter was found in the bd ultra-fine¿ ii insulin syringe barrel. The following information was provided by the initial reporter, translated from japanese: "this is a report about a suspected fm in the barrel. The customer's verbatim report is that fm is adhering to the inside of the barrel."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 3/10cc, 8mm syringe. Customer states that fm is adhering to the inside of the barrel. The returned syringe was examined and no fm was observed in or on the syringe. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that foreign matter was found in the bd ultra-fine¿ ii insulin syringe barrel. The following information was provided by the initial reporter, translated from japanese: "this is a report about a suspected fm in the barrel. The customer's verbatim report is that fm is adhering to the inside of the barrel."